Manufacturer narrative:
(B)(4). Software version: 4.11d retainer ring = black customer returned pump for an alleged multiple pump error alarms found on (B)(6), 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 42 was found in the history on the 07/14/2022 at 08:07:15.000. Pump error 3 was found in the history on the 07/14/2022 at 08:07:13.000. Pump error 54 was found in the history on the 07/14/2022 at 08:07:13.000. Motor was tested using the ngp system board test outside of the device and no alarms noted during testing. Pump was cut open to perform visual inspection and found¿no evidence of moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for pump error 54 are confirmed due to software error. Pump error 3 and pump error alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. Customer was able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.